Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet experienced hyperglycemia, observing a pump-reported blood glucose of 399 mg/dl with a confirmatory fingerstick of 356 mg/dl, persisting for a few hours, with no alerts or alarms and no back-up therapy used; the user suspected an infusion issue, inspected a straight cannula without visible bending, and replaced the infusion set. Symptoms included no reported clinical manifestations. Outcomes included no medical intervention, no ketone testing, and no hospitalization. Investigation included customer interview, device-use review, and troubleshooting education. Investigation of this case revealed no confirmed device malfunction and a possible interruption of insulin delivery at the infusion site could not be excluded. It was concluded that hyperglycemia occurred with cause unclear and no evidence of device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.